Event description:
Baxter (B)(6) received a call from a customer regarding smoke from the machine. The customer found a smoke and a burning smell from the instrument during 1/4 dwelling. The call center staff requested the patient to check around power cable socket, but there was no burn mark. The patient reconnected the power cable and pressed the start button, then a smoke came from the instrument again. The call center staff arranged to swap the instrument. No patient injury or medical intervention was reported.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. The operative report was requested, however, it was not provided. A device history record review is in process.

Event description:
It was initially reported that the device was explanted after implant duration of zero days. In 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation. No other details were provided.

Event description:
A hospital in (B)(6) reported via a distributor that an rt125 infant bias flow breathing circuit leaked after one day of use. The hospital reported that there was a pinhole in the tube. No patient consequence was reported.